Event description:
It was reported that a patient ended up with a myopic surprise post cataract surgery. In follow up with the physician, it was learned that the patient is not particularly happy. The patient is under corrected. The patient also has iridodialysis, and is complaining of glare. The physician stated that she doubts that the patient will have explanation of the lens, he has a floppy iris. Patient's post op (prescription) rx is -2.00 +1.00 x 090, so that makes him a spherical equivalent of -1.50. No further information was provided.

Manufacturer narrative:
If explanted, give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.